Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged pneumonia, pleurisy, cough, shortness of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged pneumonia, pleurisy, cough, shortness of breath. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of grey dust-like contaminant observed on air outlet, indeterminate brown contaminant found on inside of accessory module flip door, indeterminate beige-colored contaminant observed at air inlet, indeterminate contaminants observed all over inside surface of bottom enclosure, white dust-like contaminant found around the rear panel o-ring, white dust-like contaminants, hair-like objects, and signs of fluid ingress found on blower and within blower box, fluid ingress observations did not include mineral deposits, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The manufacturer found evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found 31 instances of reboot error e-4 and 1 instance of reboot error e-22. The manufacturer concludes there was evidence of grey dust-like contaminant observed on air outlet, indeterminate brown contaminant found on inside of accessory module flip door, indeterminate beige-colored contaminant observed at air inlet, indeterminate contaminants observed all over inside surface of bottom enclosure, white dust-like contaminant found around the rear panel o-ring, white dust-like contaminants, hair-like objects, and signs of fluid ingress found on blower and within blower box, fluid ingress observations did not include mineral deposits, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The manufacturer confirmed there was evidence of sound abatement foam degradation.